Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had not been able to charge their ins. They stated that when they tried to charge they went through the passive recharge steps and they had done that for hours. They reset the controller many times and denies any falls or trauma. They saw no damage to the recharger. During the call they started the passive recharge process and received software problem (1-intellis, 2-3.0, 3-243, 4-qf_port). It was further reported that the patient received a recharger replacement and they still weren't able to charge the ins. They further clarified that they had been going through passive recharge mode for hours. Troubleshooting was done and the patient entered passive recharge mode and they were getting 79 as the highest middle number, but the screen changed to checking recharge quality. It was reviewed to continue with the passive recharge and to follow-up with their healthcare provider if the normal recharge screen didn't come up after 30 minutes. The patient stated their foot was killing them and they had pain due to not being able to charge their ins/turn on stimulation due to the issue. They then reported they still were unable to charge their ins. They were not able to charge the ins or turn stimulation on due to the issue. No further complications were reported or anticipated.

Event description:
Additional information received from the manufacturer representative reported that the patient was getting an rm04 system problem. The representative was able to exit and continue to recharge and it was noted the message had been seen a couple of times in the last weeks. It was reviewed that the message can occur when there was a variation in power transfer when charging. The representative stated that they met with the patient due to her saying she couldn¿t recharge and kept getting the passive recharge screen. When the representative put the recharger over the implant they were able to get excellent recharge quality and suspected the patient¿s placement of the recharger was the issue as she was getting numbers in the 54 range with passive recharge mode.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the issues was not being able to charge the charger because the screen was continuously saying to call the manufacturer. The consumer called and was sent another charger, but it still wouldn¿t work. The consumer then set up an appointment with the technician at the doctor¿s office. The technician finally got stim to work and it was working well now and it continued to work. No further complications were anticipated.

Manufacturer narrative:
Continuation of d11: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep)(B)(6) 2020. It was reported that the cause of the issue was not determined. It just flashed on the screen once but went away. Afterwards, the device worked fine and the issue was resolved at the time of the report. There were no further complications or anticipations reported with this event.